Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On 06/05/2026, it was reported that the patient experienced a fever, was sick, fatigued, tired, had a dry-mouth, and nausea. A fingerstick was taken the CGM reading was LOW, and the blood glucose reading was 497 mg/dL. The patient went to the hospital, and when fingerstick were taken, the blood glucose reading was 500, 490, and 450 mg/dL. The patient was treated with intravenous insulin and an unspecified medication for nausea. No further medication was reported, and the patient was discharged after spending less than 24 hours at the hospital. At the time of discharge, the blood glucose reading was 224 mg/dL. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the D zone of the Parkes Error Grid. At the hospital, there was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.